Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ventricular fibrillation is listed in the xience pro x, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience pro 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. A 3.5 x 48 mm xience pro stent and a 3.5 x 15 mm xience sierra stent were implanted. During stent positioning and before stent implantation, the patient experienced an episode of ventricular fibrillation. Defibrillation was performed and the adverse patient effect resolved. No additional information was provided.